Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient cannot charge her implant and heard that the manufacturer could get her implant to charge again. The patient last felt stimulation in (B)(6) 2017, and she didn¿t have the therapy on due to traveling. The last time that the implantable neurostimulator was last charged in (B)(6) 2017. The implantable neurostimulator is moving to the surface which started in the (B)(6) 2017, but she is getting used to it. It¿s more noticeable. After interrogating the implantable neurostimulator with the implantable neurostimulator recharger, it was showing the ¿reposition antenna screen.¿ the patient noted that the first time that she saw this screen was about a month prior to the report ((B)(6) 2017). The patient then tried to connect with the patient programmer and it was showing ¿poor communication.¿ the patient was redirected to her health care provider. There were no further complications reported.